Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) along with mount was returned for investigation. Visual evaluation of the as returned product identified signs of use along with some bone debris on the external thread of the implant. Functional testing was performed. The mount was stuck in the implant and could not be disengaged. Device history record (DHR) review for the lot (1239783) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1239783) was performed for similar event using keyword does not disengage/release and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number k011028 and k013227.

Event description:
It was reported the mount cannot be separated from the implant during placement procedure and was removed. Doctor was able to complete the procedure with another implant.